Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit - sterile.

Event description:
A report was received that the patient underwent a trial procedure for the lumbar area. The patient's trial was successful.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown procedure.